Event description:
While trying to remove a 2.0 osteomed headless cannulated screw that had been implanted about 8 years ago, 2 driver tips broke in the process make the implant unable to be removed. The hardware remained in place and the surrounding bone was propped up with cement. No addtional adverse effect to the patient was reported.

Manufacturer narrative:
To date, the device has not returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a follow up report if more information becomes available.